Event description:
Report received of an under-delivery found during testing in the customer's biomedical engineering department. The pump was returned from the floor with an unsigned note that read "the total volume won't clear, won't run most of the time". There was no tracking information in order to obtain specific patient or event information. There was no reported adverse patient event. The pump was removed from clinical service. During testing for the above event, the under-delivery was noted. Though requested, no further information was available.